Event description:
At the beginning we started experiencing long periods of interference on our philips telemetry system. We were unable to read cardiac rhythms of our patients on telemetry because waveforms produced from telemetry packs were not reliable; they kept dropping off the screen. We stopped using the majority of the system and were required to use loaner telemetry monitors. This occurred over the course of three days. We declared an internal hospital emergency and our ed was placed on divert. Philips representatives were on site and could not determine the cause of interference. As we experienced decreased periods of interference we started putting patients back on the system. The entire spectrum was affected which included 144 patients.======================manufacturer response for monitor, telemetry system (brand not provided) (per site reporter).======================they were on site for five days testing their system. They stated they found no problems with the system.